Event description:
It was reported by the customer stating that during a breat biopsy while trying to take a sample, they received the l4-034 error code with the hhex. They changed probes and shut the unit down, rebooted and 3/4 of the way through the procedure, but received the error code again. There was no patient consequence reported, the case was completed using the control module. Control module being sent in for repair.